Manufacturer narrative:
Device is out of warranty; no request for manufacturers service; customer reported unit was working as expected.

Event description:
The customer reported the ventilator alarmed and restarted while in use on a patient. The customer reported there was no patient harm. The customer reported a diagnostic code in the ventilator log history that indicated a ventilator restart occurrence. As the device is out of warranty the customer contacted manufacturers product support (pse) for assistance. The customer reported the device was running as expected and would discuss with her director if the unit would be looked at further by a third party service group or authorized for manufacturers service. There has been no request for manufacturers service to date.